Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the valve appeared under-expanded on CT, and the implant depth was 3.6-6.5 mm deep in the native annulus. The valve did not migrate from its initial implant position, and there were no issues with the implant depth during the initial implant procedure. The patient was being evaluated for further treatment options.

Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event. B5. A third paragraph was added. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately (B)(6) following the implant of a transcatheter aortic valve, the valve failed due to moderate to severe paravalvular leak (pvl) with symptoms of hemodynamic instability, and intervention was required. A computed tomography (CT) scan was performed that also revealed leaflet thickening. Per the physician, the depth of implant contributed to the event. Additional information was received that per the physician, the valve appeared under-expanded on CT, and the implant depth was 3.6-6.5 millimeters (mm) deep in the native annulus. The valve did not migrate from its initial implant position, and there were no issues with the implant depth during the initial implant procedure. The patient was being evaluated for further treatment options. Additional information was received that 19 days after the failed valve was identified, a 23 mm non-medtronic transcatheter valve was implanted tav-in-tav.

Event description:
It was reported that approximately 1 years and 5 months following the implant of a transcatheter valve, the valve failed due to moderate to severe paravalvular leak (pvl) with symptoms of hemodynamic instability, and intervention was required. A computed tomography (CT) scan was performed that also revealed leaflet thickening. Per the physician, the depth of implant contributed to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.